Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ plus bd q-syte¿ catheter had foreign matter on the catheter. The following information was provided by the initial reporter: it's been noticed that there was yellow foreign matter stuck on the middle part of the catheter.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7265140. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing was performed on the foreign material present on the submitted device. The results indicate that it is composed of the same polycarbonate material as the tip shielding. The root cause for this event was identified as the debris accumulation during the assembly of the device. Due to variance in the process it is possible for the machinery to collide with the tip shield producing the observed particle. To address this issue we have adjusted the height of the machinery to lower the possibility of the occurrence of this issue.

Event description:
It was reported that bd pegasus¿ plus bd q-syte¿ catheter had foreign matter on the catheter. The following information was provided by the initial reporter: it's been noticed that there was yellow foreign matter stuck on the middle part of the catheter.